Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number h13f07023 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with unknown antibiotics (route, dose and frequency not reported). At the time of this report, the patient was fully recovered from peritonitis. The pd therapy was ongoing. No additional information is available. This report is 3 of 3.